Manufacturer narrative:
UDI number = (B)(4). .phone number was provided as (B)(6). This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two samples collected from the same patient and tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. The sample results were reported outside of the laboratory to a doctor. The first sample initially resulted in a troponin t value of 17.1 ng/ml and this value was reported outside of the laboratory. A second sample was later collected from the patient and tested, resulting in a troponin t value of 9.5 ng/ml. The result was questioned because the value was expected to increase. Both samples were then sent to another laboratory and repeated on a second e411 analyzer. The first sample resulted in a repeat troponin t value of 6.85 ng/ml. The second sample resulted in a repeat troponin t value of 6.99 ng/ml. The troponin t reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The alarm trace showed there were liquid level detection alarms. The field service engineer checked sample probe liquid level detection voltage and this was ok. The customer stated that another probe was crooked at the time of the event, but the engineer verified the probe was without damage. Due to failing controls, the engineer replaced a cable and a liquid level detection circuit board. Calibrations were also not successful. The customer was informed they had been inverting the calibrators. The last calibration prior to the event was successful. After operational training and technical adjustments, controls returned to expected values. Performance testing was carried out. Analyzer precision was within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.